Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: knee revision. Original left pfc total knee replacement was performed on (B)(6) 1994. On (B)(6) 2002, the tibial spacer was revised due to chronic synovitis. The spacer was exchanged for a size 3 8mm curved spacer. The metal parts remained intact and solidly fixed. The knee was further revised on (B)(6) 2014. The surgeon removed and replaced the femur and insert. Explants have been discarded. Surgery was performed for polyethylene wear that caused synovitis and therefore pain. Primary surgery notes and notes from the revision of the tibial spacer are available. Patient initials, gender and dob are provided.